Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain"), fallopian tube perforation ("sideways/on the left side the essure coil was coming out at the mid isthmic portion "), device dislocation ("the right side it was quite close to the right colon wall") and uterine cancer ("tumor uterus") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In october 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection") and urinary tract infection ("uti"). In october 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine cancer (seriousness criterion medically significant), abdominal pain lower ("cramping"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain"), adnexa uteri pain ("ovaries pain"), weight decreased ("weight loss") and menopause ("hormonal changes- premenopausal"). The patient was treated with bilateral salpingectomy surgical removal of coil(s) on (B)(6) 2015 and uterus scrape. At the time of the report, the pelvic pain, fallopian tube perforation, device dislocation, uterine cancer, abdominal pain lower, anxiety, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, abdominal pain upper, adnexa uteri pain, weight decreased, menopause, cystitis and urinary tract infection had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, adnexa uteri pain, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menopause, pelvic pain, urinary tract disorder, urinary tract infection, uterine cancer and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. On (B)(6) 2014 ultrasound scan vagina- total bilateral occlusion migration of essure both fallopian tubes were blocked and one coil migrated most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, events- migration of essure device, tumor / teratoma / cancer type: tumor uterus, bladder problems, bladder or urinary problems or changes, dysmenorrhea (cramping), stomach pain, ovaries pain, weight loss, hormonal changes- premenopausal, bladder infection, uti were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("sideways/on the left side the essure coil was coming out at the mid isthmic portion"), device dislocation ("the right side it was quite close to the right colon wall"), pelvic pain ("debilitating pelvic pain") and uterine cancer ("tumor uterus") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, acute bronchitis since (B)(6) 2012, rhinorrhea since (B)(6) 2012, chest wall pain since (B)(6) 2012 and menstrual disorder nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection/bladder infections") and urinary tract infection ("uti/infection(utis)"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine cancer (seriousness criterion medically significant), abdominal pain lower ("cramping"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain"), adnexa uteri pain ("ovaries pain"), weight decreased ("weight loss"), menopausal symptoms ("hormonal changes- premenopausal") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2015, bilateral salpingectomy surgical removal of coil(s)), surgery ((B)(6) 2015, bilateral salpingectomy surgical removal of coil(s)), surgery ((B)(6) 2015, bilateral salpingectomy surgical removal of coil(s)) and surgery (uterus scrape). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, uterine cancer, abdominal pain lower, anxiety, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, abdominal pain upper, adnexa uteri pain, weight decreased, menopausal symptoms, cystitis, urinary tract infection and vaginal discharge had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, adnexa uteri pain, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menopausal symptoms, pelvic pain, urinary tract disorder, urinary tract infection, uterine cancer, vaginal discharge and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Ultrasound pelvis - on (B)(6) 2012: normal. Minimal free fluid in the cul-de-sac. On (B)(6) 2014 ultrasound scan vagina- total bilateral occlusion migration of essure both fallopian tubes were blocked and one coil migrated. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received. Event added: vaginal discharge. Outcome of event vaginal discharge was not recovered/not resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (in (B)(6) 2015, plaintiff undergo a bilateral salpingectomy with removal of the essure device.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.